Event description:
The pt had abdominal wall surgery on (B)(6) 2011, where two pieces of strattice were sutured together and placed as an underlay. On (B)(6) 2011, the pt was returned to the operating room because the strattice had become detached at two sides. The grafts were removed, and sent to lifecell. It was the surgeon's opinion that very high abdominal pressure in the pt caused the tear. The tears most likely resulted from the suture sawing at different fixation points due to high abdominal pressure. There was a serious injury requiring surgical intervention, but the device had performed as expected as evidenced by early repopulation and the high intrabdominal pressure was a direct cause in the device tearing. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Add'l lot # s10902-301. Method of eval: pathological eval of returned device. (To be specified) - review of the device history record. Results of eval: review of the device history record revealed no deviations associated with the nature of this complaint. As of initial investigation, there were 206 grafts distributed from lot s10902. As of 09/30/2011, there were no similar complaints reported to lifecell against this lot. Conclusion code: device lack of effectiveness related to pt condition. Pathological analysis revealed that the device performed as expected. This is being reported as a serious injury requiring surgical intervention, but the devic had performed as expected as evidenced by early repopulation and the high intrabdominal pressure was a direct cause in the device tearing.